Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: the keypad is worn and all keypad symbols are illegible. No wearing or peeling is evident. During testing the contrast button was found to be intermittenttly unresponsive. Evaluation revealed that there was contamination found under all contact buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.